Event description:
It was reported that during a 2 level tlif (levels l4-s1) the surgeon inserted the trial spacer into the trial holder, and began to insert it into the l4-l5 disc space. Halfway into position, the trial spacer broke into 2 pieces inside the handle. The surgeon retrieved both pieces. He was confident that the correct size and angle had been achieved even though the trial spacer broke. He inserted the implant into the disc space with no further problem, and completed the procedure.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the rounded part at the top of the t-pal trail spacer is broken off and was not send back for investigation. No design related issues could be found. The fracture was analyzed by a scanning electron microscope and the fracture face did indicate a ductile forced fracture mechanism. The hardness was found to be according to the specification. Based on these findings and based on the provided information the reason for this breakage cannot be defined. It is concluded this complaint is indeterminate. The manufacturing evaluation showed the rounded part at the top of the t-pal trail spacer is broken off and was not send back for investigation. The hardness was measured and was found according to the specification. The fracture face is homogenous, which indicates material conformity and indicates a ductile forced fracture mechanism. These findings let us suppose that a mechanical overload caused this breakage. However, since an evaluation of the broken fragment is not possible this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).